Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Misassembled condition confirmed. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report involving one (1) ce intermate lv 100 device. Per the customer, the device leaked solution prior to patient use. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted